Event description:
When the smart control nitinol stent delivery system was taken out of the package, it was noted that the stent was prematurely deployed. The product was not clinically used.

Manufacturer narrative:
The complaint received states control ses stent was prematurely deployed when removed from the package. There is no available information regarding the pt demographics, target site or lesion characteristics. The account was unable to confirm if the product was stored and handled according to the IFU (instructions for use). The device and packaging was discarded, and no info regarding sterile lot number was retained. No sterile lot number was available, thus no DHR could be performed. The complaint of premature stent deployment could not be confirmed secondary to no product return. Review of the very limited info does not suggest what factors may have contributed to the difficulty experienced by the customer. See scanned page.